Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2017 angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter difficult removal." No adverse trend was indicated. The customer's reported complaint description of "difficult to remove catheter " is not confirmed, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Patient anatomy and drugs used during treatment are potential root causes of this failure. The directions for use provided with the smart port contain guidance on port placement, maintenance, and removal. Potential complications such as catheter fragmentation and catheter pinch-off are reviewed. (B)(4).

Event description:
As reported, "when porta-cath (was) removed after being in place since (B)(6) 2013, the port was removed from left upper chest, however the catheter was adherent to the soft tissue and could not be removed with reasonable traction. The subq portion was removed, but it was markedly aherent beyond the point that could be accessed at the clavicle via a second small incision. The catheter was divided at this point with the external portion removed and the remainder left in place."